Manufacturer narrative:
The insulin pump alarmed during self test due to faulty connector on radio frequency board. The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed rf pic failed selftest. The customer's blood glucose level was 600 mg/dl at the time of incident. The customer treated with water. The blood glucose level was 400 mg/dl. The customer¿ mother reported states insulin pump still has one bar and its beeping failed selftest. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.